Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient presented with epithelial ingrowth in right eye and required flap lift to remove it. No loss of best corrected acuity reported.